Event description:
One month after skin condition began, patient seen by nurse for red, irritated, itchy skin with satellite lesions typical of yeast. At that time patient was switched to solid dh wafer and given diflucan and instructed to use nystatin powder. Nurse states patient was non-compliant. Nurse also tried switching customer to hollister but skin did not improve markedly. Nurse believes to be fungal by physician requests ingredients statement to check for allergic reaction.